Manufacturer narrative:
Evaluation of device found scratches from extraction. There should have been some scratches from when the set screw was initially tightened in the offset adapter; however, there was a lack of scratching in that area. If the set screw was sufficiently tightened, it would have kept the stem taper from separating. If the surgical procedure had been properly followed there would be scratches on the side of the stem screw taper caused by the setscrew from the offset adapter. The lack of this scratching indicates that surgical procedure was not followed.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to possible infection. During the revision it was noted that when the surgeon struck the femoral component with a hammer and chisel to release it from the femur, the femur taper adapter and stem separated. All components were removed and replaced with cement spacers.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. (B)(6). This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015- 00439 / 00440).